Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed. The customer complaint loss of connection was confirmed because the transmitter failed testing. The root cause was determined to be a defective transmitter.